Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and 2367, which occurred on the homechoice (hc) during dwell 4 of 5. The caller had already removed the patient and cleared the alarms but the setup was still in tacked. Heater bag was almost full, two the supply bags were sucked dry and the final bag was full. They checked the bags and lines and could not find any source of a possible leak. The caller would save the setup for evaluation. The hc was operational and ready for the next setup. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample evaluation did not repeat the alarm, the batch review showed no manufacturing issues and an event log was not reviewed by a baxter employee. A follow-up MDR will be submitted if additional relevant information is received.